Event description:
As reported by the user facility: due to adhesion failure of valve and tube, the tube came off and the intravenous infusion leaked during chemotherapy.

Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.